Event description:
It was reported that later in the day following the successful implant of a vena cava filter, the pt returned to the hosp complaining of back pain. Reportedly, a CT scan was performed and it was identified that the filter had tilted 90 degrees. The filter was retrieved and a competitor's filter was implanted without difficulties. The pt's back pain subsided. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The device has been retained by the user facility; therefore, not available for evaluation. Case images were not provided for evaluation. Based on the info available, the result of the investigation is inconclusive. The event root cause is unk. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter tilt. Filter malposition.